Manufacturer narrative:
All buttons were functioning properly on the insulin pump. However, moisture damage was found on the keypad traces. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the buttons were not working on the insulin pump. Customer's blood glucose was 7.9 mmol/l. Customer stated that they were on a floating mat and the pump got wet with lake water. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.